Event description:
Caller reported an issue with the speaker and vibrate function of the pump, specifically that the vibration was not working even after adjusting the alert sound setting to vibrate. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) instructed the caller on various troubleshooting steps, but ultimately, a replacement pump was sent to the caller. The caller was advised to return the problematic pump to tandem using the provided return box and pre-paid label within 10 days.